Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 160mg/dl. Due to the occlusion alarms, a supply change was performed. Additionally, it was reported the customer observed an air bubble in the cartridge patient line. Tandem technical support (cts) guided the customer through performing the fill tubing sequence in order to remove the air bubble. The air bubble was successfully removed. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.